Event description:
It was reported that an ilet bionic pancreas exhibited rapid battery depletion, powering off despite indicating a full charge and failing to power on when not connected to the charger; the issue recurred with a replacement device, and difficulties were noted with pairing the mobile app. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and communication with the user and analysis of information provided by the user and third parties. Investigation of this case revealed a premature battery discharge associated with the battery component, indicating an energy storage system problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.